Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm in diameter abdominal aortic aneurysm. The distal aortic neck was narrow in diameter; however, the exact diameter was not reported. The iliac vessels were reported as there was no calcification and mild tortuosity. The stent grafts were implanted but the final angiogram revealed that there was a type iii endoleak, fabric approximately 10 mm above the flow divider. The physician believes that the cause of the type iii endoleak was most likely due to the aggressive/over inflating during stent graft modeling with a reliant balloon. The reliant balloon was inflated with a mixture of 1/3 contrast, 2/3 saline, a syringe 20 cc. The physician converted the stent graft system to an aorta-uni-iliac and a femoral to femoral bypass. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak), related to operational context (aggressive ballooning). Evaluation conclusions: operational context contributed to event (aggressive ballooning).